Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. A field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the customer was concerned about getting a value for their lvl1 qc (quality control) when it should be getting a <l result. The fse reviewed the qc data and found results were below 1 that gave actual results instead of the <l. The fse reloaded the software and ran low qc and repeated the qc four times, which resulted in an expected <l result. All results were within acceptable range. The aia-2000 instrument operated as intended. No further actions were required by field service. A 13-month complaint / service history review for similar complaints was performed on the aia-2000 for the serial number (B)(4) from aware date of (B)(6) 2018, which included data from (B)(6) 2017 through (B)(6) 2017. There were no similar complaints identified during the searched period, which includes this event. A 13-month complaint / service history ipth review for similar complaints was performed on the aia-2000 for the lot number lot hz 15204 from aware date of (B)(6) 2018, which included data from (B)(6) 2017 through (B)(6) 2017. There were no similar complaints identified during the searched period, which includes this event. A 13-month complaint / service history biorad (br) review for similar complaints was performed on the aia-2000 for the lot number lot 25250 from aware date of (B)(6) 2018, which included data from (B)(6) 2017 through (B)(6) 2017. There were no similar complaints identified during the searched period, which includes this event. The aia-2000 operator's manual under appendix 3: flags is as follows: flag description: <lindicates that assay result is below the lower limit value of reference range (reference range (l) value). The most probable cause for the reported event was the corrupt software system.

Event description:
A customer reported a shift in the ipth over a two month timeframe on the aia-2000 instrument. The customer used ipth lot hz 15204 and biorad (br) lot 25250 across the two month timeframe and stated that recalibration resolved the issue. The customer was unable to run patient samples on ipth. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for ipth. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Correction: updated dates for search criteria: a 13-month complaint / service history review for similar complaints was performed on the aia-2000 for the serial number (B)(4) from aware date of (B)(6) 2018, which included data from 4/21/2017 through 5/21/2018. There were no similar complaints identified during the searched period, which includes this event. A 13-month complaint / service history ipth review for similar complaints was performed on the aia-2000 for the lot number lot hz 15204 from aware date of (B)(6) 2018, which included data from 4/21/2017 through 5/21/2018. There were no similar complaints identified during the searched period, which includes this event. A 13-month complaint / service history biorad (br) review for similar complaints was performed on the aia-2000 for the lot number lot 25250 from aware date of (B)(6) 2018, which included data from 4/21/2017 through 5/21/2018. There were no similar complaints identified during the searched period, which includes this event.